Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual conditions and with a cartridge reload present. The reload was received with the one most proximal staple protruding; the swing tab was found to be in the unlocked position. It should be noted that after the staple retainer has been removed, an inadvertent movement of the firing knob could cause the wedge to move forward and therefore cause the staples to become dislodged or protruding. Please reference the instruction for use for more information. The device was tested for functionality with the returned reload and it fired, cut and formed all the remaining staples as intended. The instrument fired without any difficulties and the staples were note to have the proper b-formed shape. Event could not be confirmed as the device opened and closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a colon resection procedure, after using two reloads, the stapler locked up and would not open. It is unknown if it was locked on tissue. It is unknown how the procedure was completed. No patient impact reported. No other details of the event known.